Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump passed self test and displacement test. The pump was received with high sleep current due to resistance issue at the connector. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received change battery alert within 24 hours even though battery was not used once. The customer¿s blood glucose level was 150 mg/dl. No further details was given. The insulin pump will be returned for analysis.